Event description:
I purchased zemits dermeluxx hydro dermabrasion and oxygen, cryo facial system (B)(6) 2021. I have nothing but problems with this machine. Main issue being the suction on this machine. It's been in the shop for repairs due to the suction several times. It was under warranty for 3 years. My warranty ran out and I had to call again and do a zoom call so they can see the problem before I brought the machine in and it was confirmed that the compressor was completely dead. I called on 12/12/24 and did the zoom with (B)(4) I do believe. I was transferred to (B)(4), she opened a ticket ID: (B)(4) that day. I was also quoted that I had to pay (B)(6) for them to look and possibly repair my unit. I paid (B)(6) last year on 4/25/2023 to upgrade and repair for the same issue. I paid (B)(6) on 8/18/2021 for the pro kit. This machine I believe is refurbished and has no serial number to track all the repairs. The representative stated there was no serial numbers on this unit. The FDA didn't require a serial number for that year. I spoke with (B)(4) from zemits and she was not able to give me any information when the FDA required a serial number on every machine. I find it very hard to believe a medical machine would not come with a serial number. I did all I could to ask them to exchange the machine for a new one with a serial number and was denied. I'm not spending any more money on a machine that should never have been sold as this is a professional machine. Thank you for your time and hope we can get to a solution to this matter.